Event description:
Quality/risk manager first learned of this incident at a wedding reception on 7/11/98. In march pt had a left biopsy done at facility and that they had left needle (actually biopsy wire) in her. Some time later, (not aware of any specific dates) felt some discomfort in her right arm area and suspected it was needle. After attempting to remove needle herself, she contacted surgeon who removed it (wire) upon a clinic visit. No further problems from incident was mentioned. Nothing had been reported about this incident by hospital personnel. Reporter was surprised such an incident happened because of process such a procedure entailed, and would check it out. Following week pt read medical record and learned that a faulty biopsy needle wire was mentioned in operative report and x-ray report (missing hook on end). Upon f/u with x-ray and or staff, faulty biopsy wire was again confirmed. Biopsy wire marker had been placed, and x-rayed for position. Despite hook missing, position was correct and wire was taped into place. But due to a concern of suspected lesion, surgeon opted to wait until radiologist arrived for consultation purposes before proceeding with breast biopsy. Same day surgery flowsheet has first biopsy needle inserted at 8:30 am (3/16/98). Pt was then taken to endoscopy room where a polypectomy was attempted, but due to size and location of polyps, surgeon performed pt to see a specialist. They had been biopsied in recent past and found to be benign. Nursing documentation has polypectomy noted at 9:15 am (3/16/98) and returned to room 9:30 am. Pt may be up ad lib - care to be given re: needle placement. 10:15am nurses note entered by another or nurse which states of polypectomy attempt and pt returned to room to await the radiologist. Next nurses note was 3:05 pm stating pt returned from surgery. Operating room nursing record recorded 1:50pm as time pt was placed on table for breast biopsy. Upon f/u with or nurses and x-ray staff, missing wire was discovered when pt was brought back to x-ray upon arrival of radiologist. Another mammogram taken at this time showed no wire in left breast and it was assumed it came out while pt waited in her room. Placement of second biopsy needle marker then took place approx 1:35pm. F/u with surgeon to verify incident was not possible for another two weeks because of his absence due to vacation. Clinic staff refused to share any info due to confidentiality, and reporter did not care to get the pt's consent. Upon his return, surgeon verified incident and presented x-ray films at medical staff meeting held 7/31/98. He stated "there was no logical explanation for biopsy wire to be found in right breast area several days later. Knowing pt, he had his own theory." (Upon checking this office visit took place 3/19/98). Reporter called consultants for pt f/u advice. Advised reporter to submit a precautionary notice and not to complete any formal f/u with pt at this time since she or her family had not pursued any action. Reporting of faulty product to company has been completed. Addendum: surgeon reported that biopsy wire was given to pt per her request.